Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results on "approximately 15 out of 30 samples" tested on a cobas 8000 ise module. Prior to patient testing, the ise qc was acceptable. The customer performed ise qc every 6 hours. The patients initial results were reported outside the laboratory. The customer performed ise qc and had failing results. Due to qc failing, the customer performed repeat testing on the samples tested prior to failing qc. The customer used a different cobas 8000 ise module for repeat testing. Below is one example of questionable na results provided by the customer: patient 2's initial na result was 134 mmol/l. The patient's repeat na result was 143 mmol/l. The customer determined the repeat results were correct and corrected reports were provided. The na electrode lot number was m79 with an expiration date of 07-mar-2022.

Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and noted no visual issues. The field service engineer replaced various parts and performed adjustments and cleanings. He performed ise calibration and qc but had low results for na. The reference electrode was replaced and the ise flow path was cleaned. The customer performed calibration and qc with acceptable results. The investigation is ongoing.